Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting an error code 1203 alarm message: low leak ¿ co2 rebreathing risk message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device was displaying diagnostic code 1203 low leak co2 rebreathing risk. The rse advised the customer the latest version of the service manual is version t. Advised the customer to complete the pneumatics testing and confirm the v60 was operating within specification.

Manufacturer narrative:
H10: biomed advised of possible defective flow sensor assembly and confirmed the v60 is failing test 7 air flow accuracy at zero. The rse provided parts ID for the flow sensor assy, air & o2, v60/v680. Specification is: 0 slpm -1.0 to 1.0 slpm 10 slpm 8.6 to 11.4 slpm 35 slpm 33.2 to 36.8 slpm 60 slpm 56.2 to 63.8 slpm 140 slpm 129.8 to 150.2 slpm the customer replaced flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.